Event description:
It was reported that the rear door on the programmer needed replacing and that the universal serial bus was loose in the housing. It was further reported that the radiofrequency programmer head connection was loose and that telemetry was only consistent when the connector interface was pulled on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments that the rear door needed replacing, that the universal serial bus was loose and that the radiofrequency programmer head connection was loose. Analysis also found that the display latch hasp was broken and that keyboard screws were loose and missing. It was noted that due to the age of the programmer and lack of available replacement parts the programmer would not be repaired. (B)(4).